Manufacturer narrative:
(B)(4)

Event description:
It was reported " during the operation, it was found that the catheter could not pass through the sheath tube, and the support force was poor, unable to deliver the balloon into place". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The pateients current condition is reported as "fine"

Event description:
It was reported " during the operation, it was found that the catheter could not pass through the sheath tube, and the support force was poor, unable to deliver the balloon into place". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The pateients current condition is reported as "fine."

Manufacturer narrative:
(B)(4) the reported complaint that "the catheter could not pass through the sheath tube" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f25a0030. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the peel away sheath was on the iabc. The one-way valve was teth-ered and connected to the short driveline tubing. The bladder was fully unwrapped. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photos show an iab catheter in a bio-hazard bag. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0062in and was within specification of process docu-ment. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint that "the catheter could not pass through the sheath tube" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed visual, dimensional and functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. The sheath was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported " during the operation, it was found that the catheter could not pass through the sheath tube, and the support force was poor, unable to deliver the balloon into place". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The pateients current condition is reported as "fine".